Manufacturer narrative:
Product event summary: manufacturer's analysis could not confirm the customer comment that the device did not sense the atrial lead; no anomalies were found. The device was re-calibrated and passed all final functional tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not sensing the atrial lead. The epg has been returned for repair. No patient complications have been reported as a result of this event.